Manufacturer narrative:
Based on information available, the reported issue of clip open ¿ establishing final arm angle (efaa) was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report clip open during establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, noting a dilated left atrium. The clip was placed and insertion was confirmed. During efaa the clip started to open. The clip was closed and efaa was attempted again and again the clip started opening. With the clip in about a 60 degree arm angle the physician cycled the lock lever and closed the clip again. The clip again failed efaa. It was decided to take the clip out of the anatomy and prep a new clip. Another cds (00601u117) was prepped and was advanced to the mitral valve but became caught in the cords several times during the procedure, resulting in chordal ruptures on both the anterior and posterior leaflets. This issue was resolved once the clip was placed and deployed in the intended position, reducing mr to trace. No additional information was provided.